Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device battery shows end of life. The fse evaluated the device at the customer site and it was determined that this was a malfunction of the battery. The fse replaced the battery and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. Root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator battery shows end of life. There was no reported patient involvement.